Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of the investigation, or if additional relevant information is obtained, a follow-up supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The event history log revealed no alarms, failure codes, keystrokes, or programming that would indicate a malfunction, use error, or a failure related to the reported problem. A visual inspection was performed. Functional and electrical testing was performed and the reported issue was not duplicated or verified. All components were found in good conditions. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The direct cause for the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a burnt odor was coming from a homechoice device. The patient was not performing therapy at the time of the event. There was no patient injury or medical intervention reported with this event. No additional information is available.